Event description:
Customer reported via phone, he was having issues with the transmitter and the sensor. The insulin pump alarmed lost sensor and low transmitter. Customer was advised the transmitter needed to be charged. He mentioned his current blood glucose was 400 mg/dl because he had just eaten. Customer is not returning the transmitter for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.